Event description:
It was reported when the epg (external pulse generator) was powered on, it gave a self test error message. The biomed cleared the error and recycled the power several times to assure no further issues. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.